Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer (cmi) for investigation. Cmi reports that both balloons were inflated with a syringe; however, they deflated immediately. Both cuffs were then immersed in water to identify the area of leakage. It was found that both balloons were perforated. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint was confirmed. Although the complaint was confirmed, a root cause could not be identified. Cmi reports that 100% leak testing is performed; therefore, a defect of this type would be detected prior to release from the manufacturing facility. It is possible that the damage on the balloons was from the use of lidocaine by the customer; however, this could not be confirmed.

Event description:
Customer reported the cuff did not inflate during the pre-test, prior to patient use. The device was replaced.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the cuff did not inflate during the pre-test, prior to patient use. The device was replaced.